Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 22, 2021.

Manufacturer narrative:
This report is submitted on september 03, 2021.

Event description:
Per the clinic the device was explanted on (B)(6) 2021, due to pain at implant site. It is unknown if there are plans to reimplant the patient as of the date of this report.